Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report an adverse event and no audio output that occurred on (B)(6) 2015. Patient woke up not feeling well, checked her blood pressure and went to the emergency room. The doctor advised her that her blood pressure was quite high and that her blood glucose (bg) was 394mg/dl. Patient stated that the receiver did not alert her to the high bg level. It was further reported that the receiver was being used in blinded mode therefore the trial patient was unable to view her bg values. At the time of contact, the patient was feeling better. No further medical intervention was reported.

Manufacturer narrative:
(B)(4).